Event description:
A report was received that the patient¿s lead and the splitter stopped working. The physician did not know if there was a malfunction but noticed during the revision that the lead where the splitter was connected stopped working. The lead and splitter were explanted. The lead was replaced. No further information can be obtained by bsn.

Manufacturer narrative:
Additional suspects medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be, completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.